Event description:
The following is based on the medical records provided by the patient's attorney: on (B)(6) 2012 patient coded during dialysis treatment. Routine dialysis treatment started at 13:32. The patient was alert, resting comfortably and denied any complaints. Treatment initiated without problem. At 14:46 (approximately 1 hour and 14 minutes) nurse found patient coding, blue in color and unresponsive without pulse. One (1) defibrillation shock was delivered and oxygen at hight concentration was provided per ambu bag. 911 was called and CPR (cardiopulmonary resuscitation) started after shock was delivered. Patient's color improved and agonal breaths were taken, CPR continued until ems (emergency medical services) arrived and transferred patient to a stretcher for transport to hospital. Since this event, the patient has returned to her routine dialysis treatments. On (B)(6) 2012 vital signs: sit bp pre: 140/98, post: 40/palp; temp: pre 95.3, post 98.6; pulse: pre 102r, post 0r; resp: pre: 18, post 0. Dialysis standing orders: admit patient to (B)(6) on (B)(6) 2012; treatment per week (3), length of treatment 3.0 - 3.5 hrs, dialyzer: f 180, dialysate: 2k 2.0ca, bicarb 33, access graft left upper arm, blood flow rate: 250 bfr, dialysate flow rate: 500 dfr. Meds: engerix b vl: 40.00 im, venofer 100 mg 100.00 ivp 3xwk, zemplar multidose vl 6.00 ivp 3xwk, epogen 24000.00 ivp 3xwk, zone perfect protein bar (po), heparin-pork 1000 units/ml 1.00 ivp 3xwk, heparin-pork 1000 units/ml 2.00 ivp 3xwk, calcitriol .25 mcg 1xday, renagel/800 mg 3xday, sensipar/ 60 mg 1xdaily.

Manufacturer narrative:
Medical records were provided and reviewed by the post market clinical staff. Medical record indicated the patient coded during hemodialysis treatment while using multiple (B)(4) products. In addition, the plaintiff's attorney alleged that the use of both granuflo and naturalyte products can result in high bicarbonate levels. Furthermore, it was alleged that the patient was hospitalized and underwent open heart surgery a week later including the implantation of a pacemaker. Note: most recent bicarbonate result received taken on (B)(6) 2012 was within normal levels of 23. This event is regarding a young esrd (end-stage renal disease) patient with congestive heart failure who reportedly coded approximately one hour after initiation of hemodialysis; emergency medical services log and hospitalization records have not been made available to use for review. There was no product malfunction during hemodialysis, and patient has returned to her usual dialysis treatments. This event will be filed as MDR due to the allegations of serious injury, at this point, unconfirmed. The actual (B)(4) product was not returned to the MFR for evaluation and no product identifiers were provided. Manufacturing review is being performed by the manufacturing site. A follow up report will be filed upon completion of the investigation. At this time, based on the information provided to date, the causality between fresenius product to the patient's event (coding) is undetermined. This is one event reported for the same patient involving six separate products; associated mdrs # 1713747-2013-00489, 1713747-2013-99957, 1225714-2013-00659, 1225714-2013-00660.

Manufacturer narrative:
The complaint device (hemodialysis machine, model: 2008k) is unavailable for an investigation the serial number was not provided/available therefore, the device history records (DHR) on the hemodialysis machine could not be performed. All DHR are reviewed and released/ according to DHR review checklist & release procedure; a device is not released if it does not meet requirements or is nonconforming. In addition, a DHR review was performed on all fresenius disposable products that were potentially in use at the time of the reported event. Although, lot numbers were not confirmed or provided, the product lots were identified utilizing sales and shipment history. No non-conformances were identified and all identified lots met specification prior to distribution. Multiple follow-up attempts to obtain product identifiers were unsuccessful. The system level review of the 2008k device and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
The complaint device is unavailable for investigation as the serial number has not been provided. A device is not released if it does not meet requirements or is nonconforming. The system level review of the 2008k device and concomitant products found no indication that the products caused or contributed in any way to the clinical event. Upon receipt of additional information, a supplemental report will be submitted.

Manufacturer narrative:
New information from the plaintiffs attorney alleges the patient expired approximately 14 months after the reported event. Medical records do not contain hospital records, diagnoses, treatment sheets, progress notes, lab/diagnostic results or cause of alleged death from this date or time period for review. Medical records do not contain a death certificate or autopsy report for this alleged death. There is no documentation in the medical record that shows that this patient expired. Upon receipt, new additional information will be processed and submitted accordingly. This is one of six device reports associated with this event: 2937457-2013-00259, 8030665-2013-00649, 1713747-2013-00489, 1713747-2013-99957, 1225714-2013-00659, 1225714-2013-00660.

Event description:
Additional information from plaintiffs attorney indicated the patient experienced a sudden cardiac event and subsequently expired approximately 14 months later.